Manufacturer narrative:
Evaluation of the event files for AED sn (B)(4) reveals three rescue event files on (B)(6) 2019 totaling 2,242 seconds and consisting of 19 analysis periods and, contrary to the initial report, no shocks were delivered to the patient by the AED. In the first event file, totaling 759 seconds, the AED encountered coarse ventricular fibrillation, a shockable rhythm, and appropriately advised a shock and began charging, however during charging, the AED encountered severe interference and by design, prompted the user to "stop interference", cancelled the shock and immediately entered a secondary analysis period. During the second analysis period the AED encountered a non-shockable asystolic rhythm and appropriately, no shock was advised or delivered. In the third, fourth, fifth, sixth and seventh analysis period the AED encountered a non-shockable rhythm, and appropriately no shocks were advised or delivered. After the seventh analysis period the AED was powered off by the user and by design, the AED reported a low battery condition due to a depleted battery pack. In the second event file, totaling 740 seconds, the AED encountered 6 analysis period containing non shockable asystolic rhythms, and appropriately no shocks were advised or delivered. After the 6th analysis period, the AED was again powered down by the user and again by design the AED reported the low battery condition. In the third event file, totaling 743 seconds, the AED encountered 6 analysis period containing non shockable asystolic rhythms, and appropriately no shocks were advised or delivered. After the 6th analysis period, the AED was again powered down by the user and again by design the AED reported the low battery condition. No additional event data was present. Examination of the history record for this AED also indicates there were warnings present on the AED before this (B)(6) 2019 event. The AED had been reporting a "no pad" warnings since a rescue performed on (B)(6) 2018 where the pads were removed and not replaced. In addition, on (B)(6) 2018 the AED detected that the 9-volt battery that powered the AED self-test system was low and began warning this condition by flashing its red asi and chirping. The asi was flashing red and the AED was chirping through (B)(6) 2018 when the 9-volt battery became fully depleted. From that time until the (B)(6) 2019 event, there is no evidence in the electronic data to indicate any human interaction to maintain the device, specifically there is no evidence of the user maintaining the AED's battery pack per the manufacturer's recommendation - hence the reason for this MDR. Additionally, analysis of the device history record for the battery pack used during this event (dbp-1400 battery pack serial number (B)(4)) indicates that the during the (B)(6) 2019 event, the battery pack would have been past its labeled use by date. Battery ack serial number (B)(4) was in use from (B)(6) 2013 - (B)(6) 2014, and then from (B)(6) 2017 through (B)(6) 2019, a total of 6 years since first installation. While this battery was past it's labeled use-by date, it would have been capable of delivering a shock to the patient should one have been recommended.

Event description:
It was reported that during a rescue attempt by lay and professional users, the AED had to be turned off and then on to complete the rescue. It was further reported that the device delivered two shocks to the patient who was resuscitated, but later died in the hospital.